Event description:
Customer's son reports his dad tested his wife with a blood glucose result of 81 mg/dl while using the compact plus system. Customer's son reports 25 minutes later wife became unresponsive and was given honey by her husband. Son reports paramedics were called and tested her on their meter with a result of 22 mg/dl; took her to the hosp where she was admitted and treated with IV saline and injections of glucose . A request was made for the return of the suspect product and a replacement was sent.